Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2008. The pt was referred to a different surgeon for persistent bloody vaginal discharge and dyspareunia. Examination in the surgeon's office approx eight months after the initial procedure confirmed a mesh extrusion, two by two centimeters, in the mid-portion of the posterior vaginal. There was no obvious rectal wall involvement. The surgeon plans to proceed to the operating room within the next month for excision of this mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.